Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient mentioned they charged their implanted neurostimulator was depleting quicker than expected. Patient was just starting to explore nerve ablation because the pain had been getting worse for months now. Patient said the battery had been down to 30% by the end of the day on several days since last week. Patients said they usually only drained down to 50-60%. Patient also mentioned they were getting dead battery syndrome recently. Patient had not adjusted their settings up, but said they had their settings as high as they could go without the zinging going down their legs. The patient was redirected to their healthcare provider to further address the issue.